Manufacturer narrative:
(B) (4) mesh exposure. Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a sling procedure in 2008. In 2009, the pt experienced a low grade temperature, and pelvic pain occurred. Self-examination indicated that the sling was protruding through the vaginal wall and that there was some incontinence. The pt made two medical doctor visits the following month. Surgical removal of mesh sling occurred three months later.